Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle upon attempting to power the device on. As a result, defibrillation would not have been available, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed power supply assembly but after extensive testing was unable to duplicate the reported failure.the cause of the reported failure could not be conclusively determined.